Event description:
It was reported that the customer's reservoirs were not delivering insulin and the insulin texture became like gelatin. The customer's blood glucose was 204 mg/dl. The customer was reportedly changing the reservoir every two to three days, was not pre-filling, and the insulin was not exposed to any extreme temperature. The customer did not wish to troubleshoot for a no delivery alarm and was going to change out the reservoir. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.